Event description:
Per the clinic, on (B)(6) 2014, silver nitrate was applied to granulation tissue around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.